Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(4) 2013, pt reported there have been air bubbles about 2" in length in the infusion tube. This has occurred with 2 boxes of infusion sets, and insulin does not always reach room temperature before use. The adapter has been used for 6 months, and pt was advised on MFR recommendations. He has disconnected the infusion tube from the adapter and the connector. He was advised against doing this as it introduces air into the system. His blood glucose elevated to 12.4 mmol/l (223.2 mg/dl) on (B)(6) 2013, and his target range is 5-7 mmol/l (90-126 mg/dl). The infusion sets were discarded and will not be returned for evaluation. He was shipped replacement adapters and infusion sets. Follow-up was competed on (B)(6) 2013. Pt reported the new infusion sets and adapter did not resolve the concern. He took the infusion device to the hospital to have it look at, and the hospital believes there is a "motor problem." He does not believe the infusion device is delivering insulin correctly. He switched to a competitor's infusion device, and his blood glucose returned to normal. The infusion device and adapter were requested for evaluation.